Event description:
It was reported that during a myomectomy procedure, the surgeon was going through some soft tissue and the tissue pad came off of the device and fell into the patient. They removed it with graspers. There were no error codes that were displayed. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.